Event description:
It was reported that the customer received too much insulin and wasn't trained properly. In late summer of 2013, she again received too much insulin. The pump was erratic in (B)(6) 2014. Customer required medical attention each time, including hospitalization in (B)(6) 2011 and the summer of 2013. It was also reported that the pump did not introduce the regular measured dosage of insulin into the customer's body. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.